Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was displaced. When trying to insert the dilator into the vizigo sheath, the hemostatic valve became damaged. It was reported that the hemostatic valve may have been pushed in. The vizigo sheath was replaced and the issue resolved. The procedure continued. No patient consequences were reported. The hemostasis valve (gasket) of vizigo sheath broke once the dilator was inserted. The scrub tech flushed the sheath and attempted to insert the dilator into the sheath--when the valve broke. The sheath was never inserted into patient. The valve broke during prep on sterile table. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was displaced. When trying to insert the dilator into the vizigo sheath, the hemostatic valve became damaged. It was reported that the hemostatic valve may have been pushed in. The vizigo sheath was replaced and the issue resolved. The procedure continued. No patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. Due to the conditions of the hemostatic valve, an internal action was opened. A device history record evaluation was performed for the finished device 00001869 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).